Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged between 380-450 mg/dl. Troubleshooting was done. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.